Manufacturer narrative:
Additional information was received that there will be no further course of action will be taken at this time.

Event description:
A report was received that the patient was experiencing hypersensitivity where the ipg was located and ipg was too deep to charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated.

Event description:
A report was received that the patient was experiencing hypersensitivity where the ipg was located and ipg was too deep to charge. The patient will undergo a revision procedure wherein the ipg will be replaced and the pocket site will be relocated.

Manufacturer narrative:
Event date: 2012.